Event description:
It was reported that the wake button is "difficult to press and requires multiple presses to turn on pump screen". There was no reported adverse impact to the customer's blood glucose level. Customer will continue to use current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.